Event description:
It was reported by service report that the footboard was broken. The customer could not determine if there were adverse consequences to report.

Manufacturer narrative:
Result: module.